Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that a 25 unit bolus was delivered by the insulin pump, while she was sleeping. The customer stated that she did not program the bolus. The customer stated that her husband woke up due to the sensor beeping, and he called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The customer did not feel safe using this insulin pump, and asked to have it replaced. Nothing further was reported.